Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/12/2024, it was reported by a sales representative via sems- (B)(4) that an ar-8850 endoscopic carpal tunnel release instrument is damaged. Contact has stated that the blade that retracts broke during the surgery. Piece was retrieved by surgeon with no case delay or adverse event. Replaced with a different ar-8850 to finish case successfully. No patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.